Event description:
It was reported that the patients ipg had become difficult to charge due to location. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. The ipg will be returned for analysis.

Manufacturer narrative:
Sc-1132 (B)(6). Device evaluation indicated that the device passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patients ipg had become difficult to charge due to location. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. The ipg will be returned for analysis.